Manufacturer narrative:
Results - as received the ipg passes functional testing and appears in good condition. All testing was performed using the pt's programmed parameters. Bench testing of the ipg over a period of approximately 20 hours is consistent with the battery drain calculations. The time between charges is within expected time periods. The ipg passed all testing and was operating properly. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt's battery would not stay charged longer than twelve hours.